Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: one used sample was returned for evaluation. A microscopic analysis revealed a broken needle at the patient end. Evidence of clear indentation is observed on the hub post where the needle through shield related issue occurred during the assembly of this pen needle. As previously reported, a review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: our quality engineer notes that the cause of this issue lies at the shielding station in the assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle bending back over the hub. In bd experience the cannula would need to be restraightend for use or else the needle would break on removal of the shield. Bd has implemented inspection controls to prevent this mode of device failure. A CAPA has not been opened for this incident, however, bd will continue to capture and monitor any signs of product malfunction and take the necessary actions should any trends arise.

Event description:
A consumer reported that while using a bd ultra-fine insulin pen needle, the needle broke off in his injection site. The consumer went to an emergency department where he was evaluated and received an x-ray. The x-ray did not visualize a broken needle and the consumer stated that there were no further medical or surgical interventions.

Event description:
A consumer reported that while using a bd ultra-fine insulin pen needle, the needle broke off in his injection site. The consumer went to an emergency department where he was evaluated and received an x-ray. The x-ray did not visualize a broken needle and the consumer stated that there were no further medical or surgical interventions.

Manufacturer narrative:
One used sample was returned for eval. A visual inspection of the returned unit revealed a broken IV end of the needle. A microscopic analysis revealed characteristics of residual bends on the broken hub end, cracked adhesive, and tubing ovality. Removal of some of the adhesive made these observations more apparent. Furthermore, the presence of a deep indentation displayed in the adhesive and plastic hub area, created by the cannula shaft further attests to the severe bending. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: an absolute root cause for this incident could not be determined. However, our quality engineer notes that the microscopic findings are all indicators of a bending/re-straightening mode of failure. It is unable to determine whether or not these finding occurred during mfg or consumer use. (B)(4).